Event description:
It was reported that the device was not turning on. It was additionally reported that the keypad was replaced with no change and that the power supply circuits are likely damaged. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement..

Manufacturer narrative:
The customer reported problem was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the device was not turning on. It was additionally reported that the keypad was replaced with no change and that the power supply circuits are likely damaged. There was no patient involvement.